Manufacturer narrative:
(B)(4). The device is currently en route to the MFR for inspection. We will provide a follow up report with the results of our investigation. A lot check could not be completed as no lot number was provided.

Event description:
A healthcare facility in (B)(6) reported that an unusual amount of condensation formed in a set-up which included a fisher & paykel healthcare's 900mr805 heater wire adaptor, a vadi filter, a viasys sensormedics 3100b high frequency oscillatory ventilator, and a breathing circuit which was not manufactured by fisher & paykel healthcare. The level of condensation was reported to have returned back to usual when the 900mr805 was replaced with a fisher & paykel healthcare's 900mr800 heater wire adapter. No pt consequence was reported.